Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. Since the lot number is unknown, no batch review will be performed.

Event description:
The patient contacted the baxter customer service to report a connection issue with the transfer set found during use. The customer stated that the set loosened up in the patient line connector. It was informed that the patient line connector disconnected from the end of the patient's catheter (the catheter installed in the patient's peritoneum to perform the dialysis). There was patient involvement, there was no patient medical injury or adverse event reported.